Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient¿s parent reported stated when the sensor was removed on (B)(6) 2020, the patient was flushed and the skin was red, inflamed and hard to the touch. The patient was evaluated and admitted to the hospital for 5 days where he was diagnosed with (B)(6) deep tissue infection and treated with antibiotics via intravenous (IV) therapy. The patient was discharged with sulfamethoxazole four times a day for seven days. No additional patient or event information is available.